Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 99% stenosed distal circumflex. Pre-dilatation was performed prior to stenting. During the attempts to cross the heavily calcified and heavily tortuous lesion using force during a tapping technique, the proximal shafts of the two xience prime sv stent delivery systems (sds), and the 2.5 x 28 mm xience xpedition sds kinked. Attempts to straighten out the kinked hypotubes while the sds were still in the patient resulted in shaft separation of all three devices. Two new xpedition stents were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions; excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 2 xience xpeditions referenced are being filed under a separate medwatch report.